Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: complaint sent by clinical support specialist. According to the surgeon, during the implantation of pinnacle multihole, the screw fell through the cup hole with a part of the head. The operating team noted that shavings were visible after screwing in the screw, and control radiography showed that the screw had pressed through the hole. The surgeon tactilely noted the moment of failure as a sharp weakening of the tightening force on the screwdriver handle against the background of a tight force when tightening. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that the superposed radiopaque material images plus the bidimensional view in x-rays does not permit to localized the most closest hole in relationship with the screw. Therefore the event reported cannot be substantiated. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cancellous bone screw 6.5x30mm would have not contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device m71h11 number, and no non-conformances were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the implantation of pinnacle multihole, the screw fell through the cup hole with a part of the head. The operating team noted that shavings were visible after screwing in the screw, and control radiography showed that the screw had pressed through the hole. The surgeon tactilely noted the moment of failure as a sharp weakening of the tightening force on the screwdriver handle against the background of a tight force when tightening. There was a surgical delay of fifteen (15) minutes. The patient's condition is satisfactory.